Event description:
Two events reported regarding battery swelling: (B)(6) 2013, vendor replaced batteries; three events reported (B)(6) 2014 regarding battery bulging and exploding. Our medical center implemented new glucometers in 2013 and there have been numerous reports of battery...